Event description:
It was reported the cystonephrofiberscope had a torn instrument channel connection. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is presumed that a connection of the instrument channel is torn out due to a turned biopsy channel port and a loose/missing channel ring. Olympus will continue to monitor field performance for this device.